Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The mother stated that her son dropped the pump on the ground and it is not working. The mother stated that the screen is blank. The mother stated that they tried to insert a new battery and the pump did not work. The customer was advised to revert to a back-up plan. The customer will be sent a replacement pump.